Event description:
The complainant reported that the pt had previously undergone the therapeutic procedure of having an enteral feeding device placed. A month subsequent to the device placement it was found that the internal bolster had become detached. The bolster dropped into the pt's stomach. The physician did not remove the bolster from the pt, but was allowing it to be eliminated by defecation. The complainant indicated that there was no adverse affect on the pt as result of the reported problem.